Manufacturer narrative:
Complained product will not be not available.

Event description:
Tooth brush blowing some smoke from plug - oral-b [device catching fire] tooth brush won¿t even go on - oral-b [device physical property issue] case narrative: consumer via chat stated that when their oral-b toothbrush was plugged in, it was blowing smoke from plug. No injury was reported.